Event description:
Customer reported vra165 cell 4 did not react with a patient sample later identified to have anti-d. Patient had a positive antibody screen. Sample was tested with panel cells and positive reactions were observed, however, cell 4 did not react. Customer was not able to identify the antibody. Sample was sent to a reference lab; anti-d was identified. Sample was retested and no reactivity was observed with cell 4. The sample in question had no previous history of antibodies or transfusion history at the customer site. Patient did not require any transfusions. Customer stated that qc was acceptable. Customer stated that cell 4 was tested with known anti-d qc material and a 2+ positive reaction was observed.

Manufacturer narrative:
Ocd performed retained testing and a batch record review. Satisfactory results were observed. (B)(4).